Event description:
Incident was reported following an a-flutter left side ablation 8-burn procedure. There was no malfunction of the equipment noticed and the procedure went smoothly. Upon removal of the grounding patch, there were two small burn spots noticed on the upper outer corners where patch had been applied. The physician treated the burn spots with ointment.

Manufacturer narrative:
.